Event description:
Independent repair center: alleged key failure not shifting fully. Alarming or red lightas stated on the repair statement additional malfunction on this device: on/off switch no alarm.